Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise oversensing. No intervention was performed, and the lead will continue to be monitored. Patient status was not known.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise oversensing. No intervention was performed. Patient status was not known.